Event description:
Customer reportedly received result of 28 mg/dl on the compact system and result of 90 mg/dl on the compact plus system within 10 minutes. Customer felt shaky when these results were obtained; she self-treated with a few grapes and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact system (lot number 207296, expiration date 07/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.